Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. Customer confirmed issue was resolved and continued to use pump for insulin therapy.